Event description:
It was reported that (2) ez45b were used during an unk procedure. It was reported by the rep that the supply coordinator was out for a few days. When she returned she found these two staplers in her office with minimal info. One instrument, it was said, would not fire at all and the other instrument was fired twice and then would not fire again. It is unknown how the case was completed and there was no consequence to the pt.